Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in the moderately tortuous and severely calcified vessel. A 8.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the third inflation at 12 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.